Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.0 into the patient's right eye (od), the lens tore/broke. The lens was implanted on (B)(6) 2020. On (B)(6) 2020 the lens was removed and exchanged with an alternate lens and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue on product. Visual inspection found haptic torn/ bent and deformed with residue on lens. Lens is curved. Claim# (B)(4).